Manufacturer narrative:
The devices serial number was not provided. A request for this information has been made. Device serial number was not provided, the device age could not be determined. A request for this information has been made. Conclusion statement: the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a no external power on (B)(6) 2019. Review of the log file by technical services confirmed the no external power event on (B)(6) 2019. The system continued to operate at the set speed and was supported by the system controllers backup battery until external power was restored.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a no external power alarm while the patient was supported by the mobile power unit. The submitted log file contained data from (B)(6) 2019. The log file captured a no external power event on (B)(6) 2019. The event showed corresponding low power hazard alarms and appeared to be due to a loss of power to the mpu. The system continued to be supported by the backup battery during the event and there was no interruption to pump operation. The remainder of the file showed that the pump appeared to function as intended. Multiple requests for additional information regarding the no external power alarm while on mpu support, as well as the product return; however, no further information has been provided and no product has been received to this date. Review of the device history records found that (B)(4) was manufactured with the v-lock ac. A specific root cause of the no external power alarm while on the mpu could not be determined. No further information was provided. The manufacturer is closing the file on this event.